Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a patient with an implantable neuro stimulator (ins). It was reported that the patient felt stimulation under their shoulder blade. The patient stated it hurt and they were miserable. The patient stated that the stimulation went off about every 2 minutes. The patient indicated that the stimulation was for her back and she does not normally feel it up these high locations. The patient initially thought this meant the ins had reached normal end of service and had to be replaced because at implant that was what the health care professional (hcp) had explained would need to happen someday. Patient checked ins and no indication of low ins battery. The patient reviewed that she thought maybe a wire had come out or is just firing up there. Patient synced patient programmer and it showed stim off. The patient reported stimulation off icon and amplitude at 0.0v no additional programs were found and rate appears to be 40. The patient noted it and been 6-7 months since the programmer was used. No trauma, fall or medical tests were reported. The patient was redirected to follow up with hcp to check ins and asses hurting area. No further patient symptoms or complications were reported in this event.